Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 570 was confirmed by baxter personnel during on-site product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a failure code 570. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.the user interface module software version of this pump is currently unknown.